Event description:
On march 22, 1994, a patient was admitted to the hospital for evaluation of chest pain. The patient was admitted with a foley catheter, and the next morning the nursing staff changed the catheter because of sediment in the urine. Upon removal of the catheter, the balloon appeared not to be intact, and there were very small pieces of what appeared to be latex at the urethral opening. The catheter was returned to the manufacturer.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.